Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up, was out of warranty, and began process to obtain a new device, with no further action required from technical support.